Event description:
It was reported "sometimes the cartridge doesn¿t sit flush with the pump". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.